Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set leaked from an unknown location. This occurred while in use for peritoneal dialysis (pd) therapy. The home patient (hp) was connected at the time of the event. The event was further described as ¿the leak was noticed the next morning¿. The hp stated they were unable to see where the leak was coming from. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.